Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient underwent sling removal/revision of vaginal mesh on (B)(6) 2006 due to mesh erosion and vaginal discomfort. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/11/2016. It was reported that patient also underwent tutoplast fascia lata implant on (B)(6) 2006 and also underwent bard 3dmax mesh implant x2 bilaterally on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic bilateral hernia repair due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent the following procedure on (B)(6) 2012 with dr. (B)(6): transvaginal urethrolysis with cystoscopy, removal of tvt secur sling , retropubic proximal urethra sling using I-stop sling , posterior colporrhaphy with perineorrhaphy and removal of introital pursestring webbing with vaginal flap advancement and anal skin tag excision , laser reduction labioplasty of the labia minora with clitoral hood reduction and pexy, bilateral pudendal block.